Event description:
It was reported to boston scientific corp on aug 6, 2008, that a corflo cubby low profile gastrostomy device was placed on approx a month earlier. According to the complainant, approximately three weeks after placement, leakage between the gastrostomy tube and the balloon. The device was replaced with a different device (unk product). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation; it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.